Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. However, a picture was provided by the end user. The picture shows the ceramic tip fractured/broken approximately 4mm from the shaft-to-tip junction. The fracture location of the ceramic tip is black, possibly due to thermal damage. The customer's reported complaint description of probe tip detached was confirmed via picture provided by the customer, however, no complaint sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Review of the picture indicates that tip detachment may be due to a heat/thermal event that fractured the ceramic tip. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached." "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a 14cm solero applicator that occurred on (B)(6) 2021. The solero generator was tested successfully at 140w for 10 seconds, and then the unit was turned off until the start of the procedure. The procedure was being percutaneously, with the applicator being placed under CT flouro. There was no noticeable resistance or difficulty noted when placing the applicator. The lung ablation treatment was started at 140w for 3 minutes; however, a "high reflective power" error message occurred shortly after. The end user rebooted the generator in an attempt to clear the error message but was unsuccessful. The unit was rebooted several more times and a full reseating of the pump tubing and cartridge was performed but the error message persisted. At that time, the physician was advised that, per the instruction manual, the error message may be the result of water in the tip or on the cartridge. At this time, the physician removed the applicator from the patient and noted that the 1cm ceramic tip was missing. CT fluoroscopy showed an object, that appears to be the tip, in the patient's lung. The final imaging showed that the patient had a tiny pneumothorax; however, it was stated that this can happen from crossing the pleura. The total ablation time was reported to be 140w at 3 minutes. The procedure was aborted, and later that day, the patient underwent an additional surgery to remove the lesion, at which time the tip was removed. The tip fracture looked clean with some possible charring at the very tip. The patient did not experience any permanent harm or injury due to this event.